Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed : high reading 100, low reading 90. No anomalies were visually observed. Found no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the paddle and the relay box get really hot and charging the implant was taking longer than before. Pt was unable to confirm when the issue started but mentioned that they called their manufacturing representative today and was advised to call patient service for a replacement after doing troubleshooting with the external devices. Pt added they charge their implant 2x a day, the charging is excellent but takes longer than 2 hours to charge. Agent sent request to repair to replace the recharging paddle. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.